Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthopaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. -this patient also presented with patella baja, which is an anatomical abnormality in which the patella position is abnormally low. The patient required a maquet osteotomy, which is where the tibial tubercle is elevated with autogenous bone grafting to aid in maintaining normal extensor skeletal anatomy. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Event date - unknown month and day in 2017. Implant date - unknown month and day in 2013. Concomitant devices -van ps open intl fem-lt 60- catalog: 183124 lot: n/I. Polished finned tib tray 67mm catalog: 141252 lot: n/I. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a left total knee arthroplasty was performed on an unknown date. Subsequently, the patient underwent an arthrolysis due to range of motion issues. Range of motion continued to be a problem after the arthrolysis, and the patient had a maquet osteotomy and patella baja. No product has been exchanged. No additional information at this time.